Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer also reported that the insulin pump was over-delivering the insulin. The customer's blood glucose value at the time of the event was 45 mg/dl. The customer experienced symptoms of sweating and confusion during the event. The customer was treated with carbohydrate intake. The event involved product(s) mmt-7040a, mmt-1884l, mmt-342, mmt-442ak. Troubleshooting was performed, blood glucose value was 45 mg/dl and sensor glucose value was 53 mg/dl at the time of event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was performed for low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. Mmt-342 was requested and the customer response was that the device will be returned. Mmt-442ak was requested and the customer response was that the device will be returned.